Manufacturer narrative:
Philips service cleaned the ippc host and reconnected the hard disk. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the startup failure occurred due to an abnormal hard disk indicator light on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.